Event description:
It was reported that bd cathena 20gx1.25instraight bc catheter tip integrity supplier: xxxxxx complaint: ["did not work as intended", "damaged/requires repair or replacement"] description: 3 out of 3 cannulas checked were faulty when advancing and retracting the cannula tip. Plastic tip breaks off action: notified ed consultant. Notified colleagues on shift to be aware of the situation. Filled the form complainant: xxxxxx contact number: xxxx alternative contact: is product available? Yes is packaging available? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of catheter tip integrity was confirmed upon inspection of the samples. Analysis of the sample showed no catheter tip defects. However, there was visible silicone on the cannula/ catheter tip. Fourier transform infrared spectroscopy (ftir) analysis was performed to confirm that the silicone seen matched the material used for lubrication during manufacturing. The results showed the two materials matched. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through the cannula to prevent silicone from flowing into the cannula. After dipping, the part is raised from the silicone tank followed by high pressure air blown through the cannula in combination with an air knife at the cannula bevel to remove the excess silicone. After a series of processes, the catheter subassemblies are set together with the needle hub subassembly. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After the subassemblies are set together, it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage. When removing the product from the needle cover, it is likely the silicone transferred from the cannula/catheter. To prevent the defect, revisions to the procedure will be made to include cleaning of the surface of the lube tank and surrounding areas every shift. Retraining of the production technicians will also be completed on the revised procedure.